Event description:
A physician reported a pregnancy occurred subsequent to a laparoscopic tubal clip sterilization. No equipment or other problems were noted when the procedure took place. The pt has had a normal pregnancy. Fallopian clip applicator was found to be damaged.